Event description:
Customer tested 170 mg/dl on the mobile system while a lab value returned as 91 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.